Manufacturer narrative:
Healthtronics field service engineer evaluated system by simulated use testing but was unable to duplicate the reported issue.

Event description:
Unit went down with patient involvement. System tested, patient on table and under anesthesia. Started case and received a 101 error. Rebooted system and received a 106 error. Contacted field service engineer, changed electrical outlet, changed electrode, rebooted and received the same errors. Case cancelled.